Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited noise. No intervention was performed. There were no patient consequences.